Event description:
A report was received from an eyecare practitioner that a pt experienced pain associated with a corneal abscess in their right eye associated with wear of o2optix lenses. The pt was prescribed antibiotics. Several requests have been made to obtain add'l info, however, no add'l info is available concerning signs, symptoms, treatment, or outcome.